Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip cable was found to be broken at the distal idlers. The idler pulley was able to spin freely, but it exhibited some wear. The cable segment stuck out at wrist. Other cables at wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted the wire on the tip of the mega suture cut needle driver instrument is broken. No patient harm, adverse outcome or injury was reported.